Manufacturer narrative:
(B)(4). On october 1, 2009, abbott vascular initiated a voluntary recall of a single lot of the rx acculink carotid stent system with a part number of 1011344-40 and a lot number of 9081851. An FDA assigned correction/removal number has not yet been received as of the date of this report. The internal abbott vascular recall report (B)(4) as submitted to FDA, (B)(4), under 21 cfr part 806.10. Notification of voluntary recall. There have been no customer reported events in the field. Reported non-conformance evaluated through the voluntary recall process. There have been no customer reported events. Internal investigation performed and a potential for the device to not meet catheter shaft tensile strength specifications was identified.

Event description:
On october 1, 2009, abbott vascular initiated a voluntary recall of a single lot consisting of 22 units of the rx acculink carotid stent system (part number 1011344-40, lot number 9081851). The recall was initiated when an internal investigation determined that this lot may not meet our quality specifications for catheter shaft tensile strength. Abbott vascular has not received any customer complaints for the lot number involved in the recall. Device recovery activities determined that two devices of the affected lot were used and deployment of both devices was reported as uneventful. This action does not affect pts having successfully implanted stents and does not affect any inventory beyond the units identified here.